Event description:
Report received of "air-in-line failure noted" during preventative maintenance testing. The pump was pulled from clinical service for routine preventative maintenance testing. Customer testing shows the "air-in-line alarm did not sound". There were no reports of any problem with the pump during clinical service. No pt involvement and no indication of any pt adverse event. Additional info was requested, but no further info was available.